Event description:
Boston scientific crm received information that during a patient follow up, this right ventricular defibrillation lead presented with no ventricular capture. The threshold was 2.8 volts @0.6 milliseconds. This patient however, did have an underlying sinus rhythm with conduction. The previous device associated with this lead was implanted submuscular. This implantable cardioverter defibrillator (ICD), implanted (B)(6) 2008, was implanted subfascicularly. No adverse patient effects were reported.---

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ICD was reprogrammed to adjust for the change in the pacing threshold. Both the device and defibrillation lead remain implanted and in service. No additional information is available. If any new information does become available, this report will be updated. Boston scientific received information that five years later, this device was explanted for normal battery depletion. There were no further or additional allegations made against the functionality of the device. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.